Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, curved openings, observed void >1 mm in non-textured, valve-to shell-bond area. A leak test and microscopic analysis were performed which identified three curved striated openings on the patch, posterior and anterior side assessed as surgical damage, a curved sharp opening on the patch bond edge assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Partial delamination (10%) of diaphragm flange disk assessed as adhesive failure was also noted. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is curved striated openings assessed as surgical damage consistent with the use of some surgical tool, a sharp opening assessed as unidentified tear opening, and delamination of the diaphragm flange disk assessed as adhesive failure. Additional, corrected, and/or changed data.